Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, minimum fill notifications occurred after filling a cartridge with approximately 120 units of insulin. The customer¿s blood glucose level was 144 mg/dl. Reportedly, the cartridge was reloaded successfully.